Manufacturer narrative:
The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient was implanted with one gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. No adverse event was identified during the procedure. The patient tolerated the procedure. The diameter of the aneurysm at the time of the implant was 54mm. On (B)(6) 2010, post-operative follow-up examination identified no adverse event. The diameter of the aneurysm was measured 48mm. On (B)(6) 2010, the patient was discharged and subsequent follow-up examinations identified no adverse event. The diamater of the aneurysm reportedly remained at 48mm. On the unknown date of (B)(6) 2013, the patient underwent a laparoscopic surgery at a different hospital to treat a kidney cancer. It was reported that after the surgery the patient's condition remained poor with symptoms like fever and plural effusion. On the unknown date of (B)(6) 2013, CT imagings taken at a different hospital identified air in the aneurysm sac. On the unknown date of (B)(6) 2013, the patient was transferred to the complainant facility. On (B)(6) 2013, three year follow-up imaging confirmed that the patient developed aortoesophageal fistula. The cause of the aortoesophageal fistula is unknown. On (B)(6) 2013, an additional procedure was performed to repair the aortoesophageal fistula. The physician removed esophagus and the device, and surgically repaired the vasculature with a surgical graft. The fistula was repaired and the patient tolerated the procedure. It was reported that the aortoesophageal fistula was located at the level of middle of the device implanted. The physician commented that, considering the location of the fistula, the flare can be ruled out as its cause. Also, the wall of the sac was reportedly with calcification and therefore hard, which could have some influence to form the fistula. The physician also mentioned that the laparoscopic surgery might have something to do with the fistula. The patient did not have esopheal cancer as a pre-existing condition.

Event description:
On the unknown date of (B)(6) CT imagings taken at a different hospital identified air in the aneurysm sac, indicating possible infection of the device. On (B)(6) 2013, an additional procedure was performed to repair the aortoesophageal fistula. The physician removed esophagus and explanted the device, and surgically repaired the vasculature with a surgical graft. The fistula was repaired and the patient tolerated the procedure.